Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during dwell 5 of 5, at which point the machine also emitted a burning smell. The fresenius technical support representative issued a replacement cycler. The patient was advised to discontinue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event but was able to complete the following night without issue. No patient adverse effects were experienced, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Hipot test, voltage check, safety analyzer check and patient safety test passed. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A pre-accelerated stress test (ast) simulated treatment (self test) was performed and completed with no problems or failures. There was no burning smell encountered during the test. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.